Event description:
Customer reported the system was displaying an error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the leg extensions. System operates as intended. This MDR is related to ge healthcare.